Event description:
New information notes that the device was explanted and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory via device image. The device was tested on the bench and high current draw was noted on the hybrid. The cause of the field event was traced to an anomaly on the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for routine follow-up, premature battery depletion was noted. Device will be replaced next month. Patient's condition was stable.